Event description:
It was reported that the device lost power while monitoring a patient. The customer informed that the device lost power while the ambulance was stopped at a traffic light. A back up defibrillator (lifepak 12) was readily available from a second ambulance and utilized to resume patient care. The patient outcome and further details on the event and/or the patient was not provided. The device was utilized for monitoring purposes and there were no report of an adverse effect to the patient due to the reported problem.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted capacitor, designator c25.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found that it would not power on ac or dc source. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.